Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out. Customer's blood glucose was 85 mg/dl. Reportedly, the customer reloaded the cartridge back onto the pump.